Manufacturer narrative:
A good faith effort was sent to request information regarding initial reporter and patient outcome details, if a response is received, a supplemental report will be uploaded. Updated the as reported type. Updated impact code on section (h6) due to recent changes.

Event description:
It was reported that this system with a pacemaker and right atrial (ra) lead exhibited under sensing at a recorded episode, likely related to a supraventricular tachycardia. Furthermore, noise was over sensed, causing inappropriate atrial tachy response (atr) episodes. Technical services (ts) confirmed ra sensitivity is currently programmed at 0.75 mv due to prior noise detected on the ra lead. Reprogramming was considered; however, increasing ra sensitivity may result in a higher incidence of false positive atr events. This system remains in service and no adverse patient effects were reported. Additional information received indicated that these issues have recurred. The healthcare professional reported abnormal signals on the ra channel, a new atr episode, and subsequent atrial undersensing. Review of the recorded data suggested that the larger signals were consistent with artifact, followed by undersensing of atrial flutter. It was also noted that these sensing abnormalities have been present intermittently for an extended period. An alert was noted for ra pacing lead impedance out of range with measurements greater than 3000 ohms, which triggered an automatic lead safety switch (lss). Ra sensitivity remains programmed at 0.75 mv. Ts recommended programming optimization and advised that a lead revision may need to be considered. It was also noted that the pacemaker is approaching its projected replacement time.

Manufacturer narrative:
A good faith effort was sent to request information regarding initial reporter and patient outcome details, if a response is received, a supplemental report will be uploaded.

Event description:
It was reported that this system with a pacemaker and right atrial (ra) lead exhibited under sensing at a recorded episode, likely related to a supraventricular tachycardia. Furthermore, noise was over sensed, causing inappropriate atrial tachy response (atr) episodes. Technical services (ts) confirmed ra sensitivity is currently programmed at 0.75 mv due to prior noise detected on the ra lead. Reprogramming was considered; however, increasing ra sensitivity may result in a higher incidence of false positive atr events. This system remains in service and no adverse patient effects were reported.